Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the following architect stat troponin-I results were generated for a (B)(6) year old male patient (sample ID (B)(6)). The customer's normal range is 0 - 0.026 ng/ml. (B)(6) 2018: first sample: 0.009 ng/ml (negative). Second sample: 0.198 ng/ml (positive). Third sample: <0.006 ng/ml (negative). (B)(6) 2018: fourth sample: <0.006 ng/ml (negative). Second sample retested: 0.007 and <0.006 ng/ml (negative). The patient was catheterized on (B)(6) 2018 based on the positive result of 0.198 ng/ml. No further documentation regarding additional testing or the outcome of the catheterization was available. No patient injury was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. The customer's instrument logs were reviewed for the samples tested in november 2018. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Accuracy testing was performed using an internal troponin-I panel which was tested with a retained kit of reagent lot 58267un18. Acceptance criteria were met which indicates acceptable product performance. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.